Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok- clip applier instrument would not completely clamp the load. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok- clip applier instrument was inspected prior to use and nothing out of the ordinary was noted. The issue occurred while the surgeon attempted to clamp on a vessel or tissue as the clamp would not stay clamped. The issue was not related to the clip applier instrument jaws remaining static. There was no unexpected motion of the clip applier instrument. The issue was related to unsuccessful clip application such as incomplete closure of the clip. The issue was related to the clip opening after closure of the clip. Clips used were large hem o lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The reported issue occurred during the 1st application. Another clip applier instrument was used to resolve the issue. There was no fragment fell into the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have multiple input disk broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. As a result of the broken input, the instrument failed engagement. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Also, the clip applier instrument had signs of corrosion on the instrument bearings. Grip input disk bearings exhibited orange discoloration.